Event description:
A ventilator was returned to the manufacturer for service for a "ventilator service required" error message. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" error code was discovered in the ventilator's downloaded event log indicating failure of the o2 sensor, which is not reportable because it does not impact therapy. The device's oxygen blending module board was replaced. After the repair, the device failed a final repair test. The technician recommended replacing the device's active exhalation control module to address the issue. No further investigation is required at this time. Additionally, performed repair test, alarm check, battery check, run in tests and cleaning then confirmed the unit operated properly. Confirmed the software version is 14.2.05.